Manufacturer narrative:
Concomitant products: product ID : 309201, serial#: unknown, product type: screening device. Product ID: 306001, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown; product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient's wife noticed blood on the bandage and attempted to replace the bandages without the doctor¿s or manufacturer representative's knowledge. When seen back in the office, the patient did was missing a large portion of the bandages and lead. When asked what happened, he explained the bleeding and that his wife used scissors to cut the bandages. She was not aware of any wires being disconnected. The patient's wife had cut the bandages and the leads. They were discarded. It was reported that the patient would have a retrial. It was suggested that the physician order imaging to confirm that all parts of the leads were removed.